Manufacturer narrative:
When the investigation is completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which they reported on (B)(6) 2016 that during the procedure the display was disrupted. He describes this as seeing individual frames instead of a continuous image feed. The patient was not doing well before the procedure started, the procedure was a high risk rotablator coronary intervention. System was rebooted at time of incident and started working properly after that with no further instances of failure. The customer stated that while he was advancing the rotablator there was a delay in image display and could have advanced more than was shown on the display of the unit,.it is not clear if this contributed to the death of the patient. The device was in clinical use and the patient died during the procedure

Manufacturer narrative:
After investigation of philips specialists to determine the cause of this delay in images, we can conclude the following: a philips field service engineer tested the system and the system worked as intended after the incident, he could not find the malfunctioning during this corrective maintenance. He advised to upgrade the system to a next release. The field service engineer could not download the trace files but only the logging from this day. This logging confirmed the image delay (corrupt image and the error ¿timeout during stop of image stores in (B)(4)¿) and that after a restart, the system worked as intended. This error can have multiple causes and we need the trace files to investigate this occurrence in more detail. Those files were not accessible anymore. A system designer checked the pc history but no defect logging for those parts was found. The field service engineer was asked to reproduce the sequence, the system worked as intended and he could not reproduce the image delay. The field service engineer upgraded the system successfully.